Event description:
It was reported that (1) device was used during a laparoscopic nephrectomy. It was reported by the affiliate that the atw45 device can not be opened. Another device was used to complete the case. There was no consequence to the pt.